Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the trackers were out of specification after installing the software. The trackers were calibrated and the system passed all tests. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that after upgrading the software during a planned maintenance (pm), the trackers in the left side of the system as just out of specifications. The medtronic representative had to re-calibrate the trackers. There was no patient present when this issue was identified.